Manufacturer narrative:
This report is being amended to reflect changes. The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4083311/

Event description:
It is reported that two patients received a natural hip press fit stem and acetabular component. Subsequently, the patients underwent a revision due to instability.